Event description:
Indication - chronic obstructive pulmonary disease, unspecified pt and patient's caregiver, states and the suspension is to watery compared to expected color: cloudy and yellow to pale yellow in color after shaking as previously. Pt already used half of the box but didn't get a chance to report this. (B)(6) said that vios nebulizer doesn't work anymore as well but he has another new one on hands, unknown if patient missed a dose; no adverse events reported; unknown if device available for return. Unknown if md is aware. No further information provided.